Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and was found with scratch marks/abrasions on the orange plastic section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.06 x 0.010¿. There was no material missing. Additional observations found unrelated to the reported complaint states that the instrument was found to have an input disk broken. Input disk #3 was found completely detached from the base of the housing. Moreover, the retaining ring was found dislodged from its normal position. There were no signs of potential fragments. The complaint was confirmed by failure analysis. The mcs tip cover accessory was not returned for evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument/accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during central processing, there was orange color showing through the insulation near the end tip of the monopolar curved scissors (mcs) instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 17-jun-2024: the orange color that was on the distal tip showed through the insulated part. The issue was confirmed identified during central processing. There was no arcing observed.